Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object in the nozzle..there was no patient involvement.